Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped working. The ipg was confirmed to be inoperable. As a result, surgical intervention may occur.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019.